Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "left side was noted as ''have #5ml transparent liquid'' "left side ''have #5ml transparent liquid'', ¿little fluid around the edge of the implant in the upper inner quadrant, low signal fluid", ¿left breast implant¿ with a small amount of fluid around the edge of the implant in the upper inner ¼ position¿. ¿few folds¿. The device has been explanted.